Event description:
The customer reported the system mixed patient images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The problematic issue was identified and repaired. The system was then found to be operating as intended.